Event description:
Customer reported a past event of high blood glucose, with the specific value displayed as "high," but the exact number was unknown. Cause was not known. To resolve the high blood glucose, the customer administered a correction bolus using the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.